Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628. Batch # 4178360. Verbatim: rcc received a complaint via email. We would like to inform you about a reported product quality complaint where a bug was found inside the syringe pack. Patient reported there is an alive insect inside of one single syringe package and that the package is sealed closed with no openings or punctures. I have attached the complaint for your reference. Model# 309628. Lot number/ numéro de lot: 4178360.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two photos of a 1 ml luer lock syringe were received and reviewed. The first image displays the top web slip, which contains all appropriate product information for the 1 ml ll syringe. The second image shows a fully assembled syringe within a sealed package, viewed from the transparent bottom web side. Several black/brown-colored foreign materials were observed inside the package, some in contact with the syringe, but all located outside the fluid path. The condition observed is non-conforming to product specifications. The potential root cause of the foreign matter outside the fluid path is associated with the packaging process. However, a physical sample is required to determine the nature of the foreign matter. Furthermore, a device history record review was completed for provided lot number 4178360. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.